Event description:
Pt reported observing air bubbles around the adapter after switching to a different infusion set. Pt indicated that she did not observe any leakage around the adapter. Pt indicated that she experienced elevated blood glucose (22 mmol).